Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the item has been disconnecting from the chamber or there is no flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 47177e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris smartsite gravity set experienced component separation. The following information was provided by the initial reporter: it was reported by the customer that the item has been disconnecting from the chamber.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set experienced component separation. The following information was provided by the initial reporter: it was reported by the customer that the item has been disconnecting from the chamber.